Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were at emergency room as they experienced low blood glucose on an unknown date. Customer¿s blood glucose was 47 mg/dl. Customer stated they were sweating. Troubleshooting was not done for low blood glucose. Customer stated auto mode feature was unknown at the time of high blood glucose. The insulin pump will not be returned for analysis